Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8300 units failing leak down test. Had biomed test the leak down jig. The jib was leaking. Let biomed know that all the units would fail till they correct the test jig from leaking.

Event description:
Crm 7002033355- npi 8300 failing leak down test. Oridion board- failed leak down test. Problem description on (B)(6) 2018, 10:23:00, (B)(6). The file number for this l2 complaint is (B)(4). (B)(6). Customer advocacy, clinical specialist. Problem description: on (B)(6) 2018, 09:26:09, (B)(6). 8300 units failing leak down test. Had biomed test the leak down jig. The jib was leaking. Let biomed know that all the units would fail till they correct the test jig from leaking.